Event description:
Patient presented to the clinic complaining chest pain. No fluid was noted via review of echocardiography. Physician speculates that the lead screw was causing the chest pain. As such, perforation was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead tip stiffness is according to specification.